Event description:
It was reported that the user experienced recurrent low glucose after changing the insulin cartridge without disconnecting from the infusion set and did not replace the tubing, resulting in unintended insulin delivery during tubing fill. Symptoms included hypoglycemia with a nadir of 48 mg/dl. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education with the user on proper cartridge change procedure, including disconnecting the infusion set before filling tubing. Investigation of this case revealed user technique contributed to insulin delivery while connected, consistent with improper setup and use of the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cartridge change while connected to the body.